Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystourethroscopy due to stress urinary incontinence. It was reported that patient underwent total abdominal hysterectomy and bilateral salpingo-oophorectomy on (B)(6) 2005 for dysfunctional uterine bleeding, pelvic pain, left ovarian cyst, adenomyosis of the uterus and pelvic lesions.